Event description:
A falsely elevated troponin I result of 2.27 ng/ml was obtained during sequential sampling on a patient. The falsely elevated troponin I result was reported. The other sequential samples were tested on the same analyzer and negative results were obtained. The original sample from the falsely elevated troponin I result was tested again and a result of 0.07 ng/ml was obtained. No information was provided regarding patient treatment. Unable to determine adverse health effects due to the falsely elevated troponin I result. Analysis of instrument data indicates a sample integrity issue.